Event description:
Related manufacturer reference number:2017865-2023-44105. It was reported that patient's right ventricular (rv) lead exhibited loss of capture and high, out of range pacing impedance, during lead revision procedure it was found that patient's atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.